Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: during analysis the stylus assembly was replaced. (B)(4).

Event description:
It was reported that when the stylus touch pen touched the programmer's screen there was no reaction. The programmer was returned for service. No patient complications have been reported as a result of this event.